Event description:
It was reported that a catheter issue occurred. The target lesion was located in a mildly calcified vessel. An opticross peripheral imaging catheter was advanced for ultrasound examination of the target lesion. After the first intravascular ultrasound (ivus) run, it was noted that the catheter bent, broke, and twisted around the wire. The device was removed from the patient intact. The procedure was subsequently completed without ivus. There were no patient complications reported.